Event description:
It was reported that ten days post implant the right atrial (ra) lead was found to have dislodged. The physician attempted first to reposition the lead but it dislodged again and the lead was removed. Then the physician attempted to place a second lead, but was unable to regain access. No atrial lead was implanted, and a port plug was added to the atrial port of the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.